Manufacturer narrative:
Patient's date of birth: unk. Patient's weight: unk. Relevant tests/laboratory data: unk. Other relevant history: unk. Device lot number, expiration date: unk. The device was discarded, thus no investigation could be completed. Device manufacture date: unk because lot number is unk. Vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv) and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath and a large visisheath dilator sheath and successfully extracted the ra lead. The 14f glidelight was then used to attempt extraction of the rv lead. The physician encountered stalled progression within the superior vena cava (svc) and upsized to a 16f glidelight, using the same visisheath, to continue extraction attempt of the rv lead. Some advancement was made, but progress stalled at the base of the svc (near the ra). While the physician was trying to get through the binding site in this area, the patient¿s blood pressure dropped. Rescue efforts began, including use of a rescue balloon and sternotomy. An svc perforation was discovered and was successfully repaired. The rv lead (MDR #1721279-2022-00195) and lv lead (MDR #1721279-2022-00196) were not removed. The physician did not attempt to unlock the llds from the leads before they were cut and capped and remained in the patient. The patient survived the procedure. This report captures the 16f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.